Event description:
Patient reported experiencing elevated blood glucose, greater than 300 mg/dl (normal = 80-150 mg/dl) in 2005. Patient self-treated by bolusing to reduce blood glucose; blood glucose was still in the 300-400 mg/dl range the next morning. Ptient continued to self-treat by bolusing and drinking water throughout the day without any effect. A friend took the patient to the hospital and they were admitted 2 days later. Device was removed and patient was put on an insulin drip; blood glucose was reduced to 170 mg/dl. The physician put the device back on the patient and blood glucose elevated to mid 300 mg/dl range within an hour. Patient did state that the device had been dropped several times on carpet. Patient still had elevated blood glucose at the time of the call and was still in the hospital.